Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to low blood glucose (bg) levels dropping to 40 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient noticed bleeding at the infusion site (abdomen), started to lose vision and loss consciousness. The patient was treated placed on an intravenous therapy of fluids. The patient was released the same day and the pod was discarded.